Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The returned reciproc blue file r40 6/100 25mm 040 is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information was received indicating that the broken piece could not be retreived and was incorporated into the filling.